Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to stress of repeated use, external factors or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual:. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section. 3.6 ¿inspection of the endoscopic system¿: 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition endoeye laparo-thoraco videoscope had an air and water leakage. There were no reports of patient harm. The device was returned to olympus. During evaluation of the returned device, it was found that there was a black screen with no image. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customer¿s allegation of air and water leakage was confirmed. Device evaluation found that due to damage on light guide cover glass, water tightness was lost. The black screen and no image issue was due to damage to the imaging unit. The additional evaluation findings are as follows: label on video connector was peeled, video connector had a scratch, video connector case had a crack, video connector case had a scratch, light guide-cover glass had a scratch, light guide connector had a scratch, right and left lever had a scratch, switch 1 was damaged, forceps elevator lever(surgical products) had a scratch, angulation lever had a scratch, right and left plate had a scratch, up and down plate had a scratch, universal cord had a dent, indication on grip was unclear, grip had a scratch, control unit had a scratch, adhesive on bending section cover had a chip, control unit had a scratch, and bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.